Manufacturer narrative:
Device evaluation: the zimmon pancreatic stent, spsof-5-12, of unknown lot number involved in this complaint was not returned to cirl for evaluation. A document based review will be conducted. This complaint captures the user error of the spsof-5-12 replacement device where an incorrect wireguide was used to complete the procedure. This file is related to (B)(4) (MDR ref:3001845648-2021-00426) which deals with the difficult advancement of the zso-7-12 device and pr331170 (MDR ref:3001845648-2021-00424) deals with the difficult advancement of the clso-7-12 device. Document review: prior to distribution all spsof-5-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the spsof-7-12 device could not be completed as the lot number is unknown. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ as per information supplied it was confirmed that an incorrect wireguide (0.025") was used with this device. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-12cbd to right hepatic duct, through the prepositioned visiglide 2 andgle wire guide, he made the zso-7-12 aproach, but stricture was so hard. He could not insert the zso-7-12. ((B)(4)) he chose the clso-7-12, and retried. But second try was failed. ((B)(4)). Spsof-5-12 was inserted and procedure finished. ((B)(4)). Incorrect size wireguide used with spsof-5-12. ID any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.